Event description:
It was reported that the 2.75x23mm xience xpedition stent implant was deployed to treat a lesion in an unspecified artery. Approximately one hour post-procedure, thrombosis was noted, which resolved. Additionally, it is suspected that the stent implant may have been malapposed to the vessel wall. There was no additional information provided.

Event description:
It was reported that the 2.75x23mm xience xpedition stent implant was deployed to treat a lesion in an unspecified artery. Approximately one hour post-procedure, thrombosis was noted and it was suspected that the stent implant may have been malapposed to the vessel wall. Unspecified percutaneous coronary intervention (pci) was performed as treatment. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents reported for difficult to deploy from this lot. The reported patient effect of thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the reviewed information, no product deficiency was identified.